Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 31-may-2024, it was reported by the patient that two infusions set fell off within two days of use. Event was occurred on 05/31/2024 and 06/03/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 2.